Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. The cut optic portions had multiple scratches and cracks near the cut damage area on the anterior and posterior sides of the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, the physician found to have some suspected scratches. The physician decided to implant the iol into the patient's eye. The patient's sight was impacted after the surgery so the physician replaced it with another iol. The procedure was completed. There was no patient harm reported.